Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. A sample was received and observed to have a clear connector. The cuff was visibly ruptured on one side approximately 13cm long. The glue at the cuff seam remained intact. The torn portion of the cuff did not connect with the untorn portion and the material was observed to be elongated in shape. The cuff profile was consistent with excessive pressure being applied to the cuff. The check valve and vent of the red plug were tested and observed to be functioning as intended. The air was inflated and deflated smoothly and there was no blockage observed. The reported complaint was confirmed through visual inspection. (See other remarks) other remarks: customer is kindly reminded that any residual air or moisture left in the cuff will expand at the high temperature and low pressure of the autoclave. This will cause irreparable damage to the cuff and/or inflation balloon.

Event description:
The event is reported as: the customer alleges the cuff ruptured. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the cuff ruptured. There was no reported patient involvement.